Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter came apart. The device was completely removed from the patient, and another of the same device was used to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross hd imaging catheter. Visual inspection of the device showed that the imaging window was detached. Media attached to the complaint also shows the sheath detached form the imaging window. Partial/complete detachments are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material (imaging window). These kinds of detachment are related to design characteristics of the device. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter came apart. The device was completely removed from the patient, and another of the same device was used to complete the procedure successfully. There were no patient complications.